Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.